Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator with a complaint of "fan stopped working and inside is melting." The complaint was reported on march 28, 2019. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet cover and the compressor housing, which was caused by a cooling fan malfunction. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on march 28, 2019 involving a devilbiss oxygen concentrator in which "the fan stopped working and inside is melting." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a cooling fan malfunction caused the fan to run slowly or intermittently, resulting in thermal deformation to the rear cabinet cover and the compressor housing. Devilbiss has an active CAPA for fan complaints.